Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the therapy was ineffective, and did not work for the patient¿s problem from day one; there was no device problem. It was stated that the device was not explanted, but it was removed; this was conflicting information. It was noted that it was removed so the patient could have an MRI; the MRI found a (B)(6) on the patient¿s spine. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28 lot# v520462, implanted: (B)(6) 2010, product type lead.

Event description:
Information was received from a consumer and a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient never had therapeutic effect. On (B)(6) 2011 a representative reported the patient¿s device was rep rogrammed at their doctor¿s office, and they were instructed on how to use the programmer. On (B)(6) 2011 the patient reported they were still having problems with their system but were working with their doctor and representative. It was noted that the device was not reprogrammed successfully. On (B)(6) 2014 the patient reported they were to have an MRI for back pain. It was reported that there was a suspicion that the ins was causing back pain. The back pain was reported to be ongoing for the past ¿few years¿. It was stated that ¿this thing doesn¿t work¿ and that ¿nothing worked¿ and the patient never stopped wetting themselves. The patient asked if there was any way they could get the ins taken out. On (B)(6) 2018 the patient reported that all of their devices were removed 3 years before the report because they weren¿t working. No further complications were reported.